Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition. Reporter indicated that the patient was experiencing pain and muscle spasms in his neck during stimulation, that were more tolerable at lower output current settings.

Manufacturer narrative:
Device failure suspected.